Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose with 40 mg/dl. Customer stated that, he had two other sensors from the same box that would not fit into the guardian transmitter last week. Customer treated low blood glucose with food and declined troubleshooting for the same. Customer stated that, sensor had change sensor and calibration not accepted error. Customer received a change sensor alert after a calibration not accepted. The device will not be returned for analysis.